Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Event description:
It was reported that patient had not recharged ipg in over 13 years. As such, ipg was deemed inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was inoperable. The patient stated having a charging issue shortly after implant in 2020. The rep took the charger, and it was never replaced. Surgery took place and effective therapy was restored. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 60 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.